Manufacturer narrative:
The returned subject device was evaluated. The lot number was confirmed from a tag attached to the device. The syringe and stopcock and biopsy adapter valve were not returned. The stylet and stylet wire were both returned. To provide stability in returning the device, the sheath was wrapped and tucked into a slot that prevented the needle/sheath from moving during shipping. This may have caused the sheath to bend in a manner not intended for the device, potentially causing unintended affects on the protruding/retracting function of the device. The handle lock slides freely and is able to lock and maintain its positioning. The connecting slider is able to slide back and forth. The sheath adjuster screw is able to rotate and lock into all desired positions. A visual inspection shows no abnormalities or damage anywhere on the handle or along the sheath. The distal hypo tube is present and in the correct location. When fully advancing the handle, the needle is able to protrude approximately 1.50 inches. The needle tip is sharp and without physical damage. When attempting the initial complaint of the device not being able to retract, the handle was pulled back to fully retracted position. When attempting this, the needle would not retract. Upon inspection of the sheath, it was observed that by manually moving the sheath with my hand, the sheath was able to hide and expose the needle, even though the device handle was in its fully proximal positioning. This likely confirms the complaint. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Review for this lot number found no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon resulting from forcing the device through resistance or possible mishandling. On page 13 of the device IFU (instruction for use) it states: do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument. Olympus will continue to monitor complaints for this device.

Event description:
As reported, when needle was tested prior to an unspecified procedure, the needle deployed but could not be retracted. A second like needle was used to complete the case. There was no patient harm or injury reported due to the event. No user injury was reported. Device return evaluation found the device sheath was bent right at the base of the proximal end and the handle had no control over retracting of the needle. This report is being submitted for the bent, kink sheath.